Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl (system 1), 500 mg/dl (system 1), and 120 mg/dl (system 2).

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl (system 1), 500 mg/dl (system 1), and 120 mg/dl (system 2).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.